Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat cystourethrocele and stress urinary incontinence. It was reported that following insertion the patient experienced erosion, infections, urinary problems, and dyspareunia. It was reported that the patient underwent a hip replacement surgery in (B)(6) 2008 and a mesh revision on (B)(6) 2008. It was reported that the patient underwent a cystoscopy, left ureteral stent placement, bladder exploration, excision of sling material from urinary bladder, and pelvic exploration on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystocele, uterine prolapse, dyspareunia and bleeding.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08115. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, urgency, and urinary frequency.

Manufacturer narrative:
(B)(4).